Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with vaginal hysterectomy due to pelvic relaxation and sui. It was reported that following insertion the patient experienced emotional/psychological suffering, pain, infections, urinary problems, dyspareunia, recurrence and worsening of incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/8/2013:a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.